Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was deployed into the aortic position but the implant position was too low. It was reported to be difficult to align and deploy the transcatheter valve in a coaxial fashion due to an allograft kink at the level of the sinotubular junction (stj) and its attachment to the sternum. An echocardiogram and angiography showed moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.